Event description:
The customer reported being hospitalized due to low blood glucose of 56mg/dl. Troubleshooting was performed. The programming and settings on the insulin pump were correct. The reservoir was showing the same amount of insulin as shown on the status screen. The caller stated that the device was not exposed to an MRI. Advised the customer to contact his doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.